Manufacturer narrative:
Vyaire complaint (B)(4) / results of investigation: per photo provided by the customer, the investigation concluded that the manufacturing process used, is considered to have contributed to the reported defect. The current process does not specify that the cap of the component should be closed. The corrective action is to update the manufacturing process by adding that the cap of the component should be closed.

Manufacturer narrative:
Vyaire complaint (B)(4). At this time, vyaire medical has not received the suspect device for evaluation.

Event description:
It was reported to vyaire that the circuit came uncapped and had an issue during transport while connected to a patient. The customer reported that the patient experienced desaturation as a result of the reported issue. No further harm was noted.